Event description:
An ophthalmic surgeon reported "a large amount of air came out" during surgery. The problem was solved after replacing the product with another one. The procedure was completed with no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
A sample has been rec'd, but has not yet been evaluated. Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).